Event description:
A certified operating room technician reports a broken haptic was noted following insertion of the intraocular lens. Slight enlargement of the incision was required to accommodate removal and replacement of the lens. The wound sealed with no problems. The surgeons does not feel the device caused or contributed to a serious pt injury. Additional information has been requested.

Event description:
The reporter provided additional information. The patient had an excellent outcome following surgery.